Event description:
The pt experienced an auditory overstimulation around event date. After that incident pt no longer responded to their cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.